Manufacturer narrative:
(B)(4). Batch #: u95p1r. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure that the shaft joint before the jaw broke and detached inside the patient. Fragments were recovered without additional intervention. A competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient.